Manufacturer narrative:
(B)(4). Batch # m52w57. Additional information was requested and the following was obtained: on which firing did this occur? Please provide details as to how the device did not fire properly. While screwing the jaws closed the screw mechanism was difficult to close. The housing of the stapler 'broke open' and a second device was opened. Case was an open colon. The analysis results showed that the tlh90 device was received with the hook shroud opened by the seam and with a cartridge loaded on the device. The cartridge was returned fully fired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout slide tip and the adjusting knob damaged. The damage to the lockout slid tip and knob is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the knob. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. Please reference the instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colon procedure for toxic megacolon, the device did not fire properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.